Event description:
As reported to coloplast, though not verified: the patient had restrolle mesh implanted in (B)(6) 2017. From (B)(6) 2017, the patient experienced palpable gore-tex sutures holding the mesh in place, pressure and cramping, vaginal discharge, stage 2 cervical prolapse, vaginal bleeding, superficial abrasions on inferior mucosal surface, erosion of the posterior wall of the vagina secondary to suture to affix mesh, clipping and removal of exposed sutures, vaginal mesh exposure, pelvic pain, vaginal dryness and itching, urinary urgency and difficulty starting urinary stream. Patient attended emergency department in (B)(6) 2023 with grade 3 cervical prolapse with significant pain. The patient reportedly also experienced episodes of acute retention, stress urinary incontinence, dyspareunia and partner complaining of feeling something sharp during intercourse. The mesh was excised in (B)(6) 2023. Lysis of adhesions, posterior repair, vaginal mucosa trimming, rectal examination and cystoscopy were performed. A new restorelle was implanted with gore-tex sutures to attach it to the existing/ previously implanted restorelle. From (B)(6) 2023, there is some ongoing tenderness with palpation of the levator, symptoms of occult stress urinary incontinence as well as some voiding dysfunction. This report captures the second restorelle implanted.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.